Manufacturer narrative:
Software revision: asku. Evaluation summary: investigation, including root cause analysis, is in progress. Sample is not expected to be returned for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A user facility reported that following lasik treatment, multiple patients have not had the outcomes the clinicians projected. Among the issues reported were: dimple-like corneas, ridges and grooves in the cornea, and/or stria fiber strands. The number of patients was not specified, and no patient identifiers were provided. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. Although it was requested, not enough information was provided from the reporter to properly complete an investigation. The root cause cannot be determined conclusively. (B)(4).